Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unit had minor scratched lcd window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked, missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer states insulin ¿squirt¿ out when attempted to prime. Customer states drive support cap appeared normal. After troubleshooting, customer was advised that insulin pump would need to be replaced.